Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead noise warning on the right ventricular (rv) lead. The lead was found to have t-wave oversensing (twos) on noise episodes. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.